Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were minor cosmetic damage. The unit passed full inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the display screen was blank. It was reported that the front panel light failure was due to system failure. The unit would turn on, but the touch screen was blank and would not provide a signal to the monitor. The issue was found upon unpacking of the device. The intended procedure was a transurethral resection of the prostate (turp). Another device was used to complete the procedure. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.